Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample from the cobas e411 analyzer. The initial result was 0.2 miu/ml and was reported outside of the laboratory. The same sample was repeated on a cobas e801 analyzer with a result of 1019 miu/ml. There was no allegation of an adverse event. The reagent lot number was requested but was not provided. The field service representative checked voltages for the probe liquid level detection (lld), pressure sensor, and sipper lld, and checked the probe and sipper alignments. Mechanical and electronic checks were acceptable. Performance testing and precision was completed and was acceptable. The investigation was unable to find a definitive root cause.